Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after duration of zero days, due to unk reasons. No further details were provided. Info learned from implant pt registry.